Manufacturer narrative:
The insulin pump was monitored for 48 hours with 2.0 basal rates and was programed with multiple bolus units; all basal and boluses were properly recorded in pump history screen. No basal, bolus or history anomaly noted during our testing. The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all operating current measurement were normal. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son has had a long blood glucose of 31 mg/dl, 37 mg/dl, and 49 mg/dl over the weekend. The customer had a low yesterday and was treated with peanut butter toast, peanut butter and jelly sandwich, and beef stew. However, the customer's blood glucose remained low after the treatment. The patient was also given orange juice. The mother removed her son from the insulin pump. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The device programming was correct. The device was not exposed to any high magnetic fields either. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The mother was advised to lock her son's keypad; her son may have accidentally laid on the keypad and activated the easy bolus feature. The insulin pump was returned for analysis.